Event description:
Patient was implanted at (B)(6) hospital (B)(6) 2013 and transferred care to (B)(6) hospital (B)(6) 2013. Patient was admitted (B)(6) 2015 for driveline short to shield. Short was determined to be an internal fracture that required surgical exchange. Despite the possibility of a pump stop, patient declined surgical intervention and became a dnar. On (B)(6), patient was admitted via ems when her husband found her "staring into space" at home. Patient had approximately 10 minutes of no flow. CPR was performed by ems and the backup controller was changed with restoration of lvad function. Due to poor neurological function, family elected to withdraw care in the emergency room. Primary controller sent to thoratec for evaluation.